Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her doctor kept her at the office and gave her fluids because she went into a diabetic ketoacidosis while on her visit. Customer's blood glucose level was around 400 mg/dl. The customer was not feeling well all day. The customer declined troubleshooting. She did not go to the hospital. The device was not returned.